Event description:
This letter concerns itself with co's opticlik insulin pen which rptr now has been using almost daily (substituting a hypodermic syringe with a lantus insulin vial when the pen malfunctions) since it was introduced in this region approximately one year ago. Using an insulin pen as opposed to a hypodermic syringe should be preferable and a no-brainer, but rptr's experience with the opticlik product has been such that when they see diabetes nurse in about a week's time they will suggest that they return to using syringes all the time. 1. The opticlik pen is complex and not at all intuitive for a first-time user. 2. Rptr feels employing a battery for pen operation makes little sense. Instruction book reports that "it clicks so you know your lantus cartridge system has been properly loaded. It clicks so you know exactly what dose of lantus you've dialed. It clicks when you press the dosage knob until the full dose of lantus is injected". (The last statement is false; it is only too easy to withdraw the pen from the injection site before the full dose is injected. 3. The dosage knob frequently can not be pushed in, preventing one from injecting the dialed dosage of insulin. 4. The opticlik pen is unneccesarily bulky and heavy. 5. Page 24 of the 28-page opticlik instruction booklet notes that one may encounter the problem of the dosage knob no longer turning after a new cartridge has been inserted. Some diabetics travel on occasion, and the standard precaution is to pack an extra cartridge of lantus in case the one in the pen runs out. If the spare cartridge malfunctions (or the pen malfunctions with this spare cartridge) the booklet's instruction to "try again with a new cartridge system" is of little help. 6. It is nice to know that there is a 24-hour support line, but obtaining a replacement pen when the battery of one's old one fails late on a friday night is not a snap. Rptr has experienced a number of opticlik pen malfunctions causing them to either inject too large a dosage of insulin or not being able to inject lantus with the pen at all, resulting in significant and unwanted fluctuations in blood glucose levels.